Manufacturer narrative:
It was reported that the device was discarded by the user and is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
The patient was diagnosed with ewing sarcoma and had a single lumen smartport,left subclavian, porta cath placed for treatment. At end of treatment, the device was removed. At a later time, the patient later relapsed and required another prot placement. During placement of a new porta cath, an old, blue boot strain relief mechanism, approximately 1cm long, was discovered inside of the patient and was subsequently, removed. The patient did not experience any harm as a result of this event.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of blue boot collar was inadvertently retained in port pocket during the port explant procedure cannot be confirmed given the nature of this patient adverse event. The catheter and blue boot are provided as a separate component within the port assembly kit. The end user attaches the catheter tubing to the port (and secures junction with blue boot) during the implantation procedure. The dfu states: slide the blue strain relief mechanism over the end of the catheter. The tapered end of the blue strain relief mechanism should point away from the proximal end of the catheter. For optimal results, the proximal end of the catheter should be dry. Slide the trimmed end of the catheter tip onto the stem until the catheter is flush with the stem flanges. Slide the strain relief mechanism over the catheter and onto the stem until it contacts the port body. The root cause of this event (based on event description) is end user error in not removing all components of the port device during explant procedure. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with this catalog number, contains the following statements: potential complications: catheter disconnection or migration and surgical complications. Implantation of attachable catheter (venous/vascular): trim proximal end of catheter and advance through subcutaneous tunnel to the port pocket. Attach catheter to the port body. Blue strain relief mechanism: slide the blue strain relief mechanism over the end of the catheter. The tapered end of the blue strain relief mechanism should point away from the proximal end of the catheter. For optimal results, the proximal end of the catheter should be dry. Slide the trimmed end of the catheter tip onto the stem until the catheter is flush with the stem flanges. Slide the strain relief mechanism over the catheter and onto the stem until it contacts the port body. - absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. - if the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Caution: avoid piercing catheter with suture needle. Potential complications: catheter fragmentation and catheter pinch-off. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).